Manufacturer narrative:
The insulin pump was received with cracked display window corner, constant vibration and blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went on water rides wearing the insulin pump. The customer stated the device vibrates every time the battery is in and there is fluid under the lcd display. The customer stated the device did not have visible damage. Blood glucose value was 58 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.